Event description:
Provider states that sometimes after the patient has been placed into bed the unit will drop about 2-3 inches. Tech advised to loosen bolt on the boom. They are only having troubles with this lift on 1 patient, unit is in a facility and used on multiple patients.